Event description:
It was reported that a customer's pump had a cracked or shattered touchscreen, rendering the screen unreadable despite the pump powering on. There was no information regarding any impact on the customer's blood glucose level. The customer was awaiting a replacement pump, and the device was scheduled to be returned for further examination.